Manufacturer narrative:
None of the explanted hardware was available for evaluation as it has been retained by the hospital. Neither intra-operative or post-operative imaging was available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was done to remove screws and rods due to patient pain. No deficiencies were reported with the explanted hardware.